Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient experienced four events of kinked cannula. Two events occured on (B)(6) 2025 and another two events on (B)(6) 2025. The site of insertion was abdomen. Patient noticed within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.